Manufacturer narrative:
Investigation results: the patient (pt) reported fractured tooth. The completed investigation document named "serious reportable codes investigation" is attached. The codes associated with this complaint have been verified to be correct. Trending is performed regularly to assess broader implications of complaints and determine if further actions are needed. No additional investigation is required at this time. The complaint will be closed. Evaluation statement: the failure mode/s reported is known, previously analyzed, and documented in the risk management file. The DHR has been reviewed, and no anomalies were noted that would have caused or contributed the serious injury or malfunction reported. We are unable to determine if the was the results of aligner usage. No new failure mode/s was identified; therefore, no CAPA is required. The complaint will be monitored through standard trending activities. Failure mode: tooth fracture. Root cause: expected undesirable side effects (fracture of jaw, temp. Impediments in taste, confirmed allergic reaction). Conclusion: expected undesirable side effects.

Event description:
Patient reported the aligners caused a broken tooth and crown issues from wearing them. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.